Event description:
It was reported that difficulty was encountered while removing the spring wire guide from the catheter. A piece of the wire guide separated and remained in the subcutaneous tissue. The piece of wire could not be removed and the pt was discharged. There were no additional complications.